Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was elevated. Customer indicated that there was soreness and discomfort at the infusion set site. Customer indicated that cartridge and infusion set tubing performed as intended. Customer stated that a new infusion set would be used and the site would be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.